Event description:
Surgical notes: we then identified the loop of sigmoid colon for the colostomy. We ensured that there was no twisting. The bowel was isolated with electrocautery and then transected with a single firing of a blue load gia (gastrointestinal anastomosis) stapler. The proximal end was brought through the trephine. The distal end was brought up just as a small corner through the trephine. The midline fascia was closed with single-stranded 0 pds (polydioxanone). The skin and subcutaneous fat was irrigated and closed with 4-0 monocryl in a subcuticular fashion. Dermabond was placed as a dressing. The colostomy was matured by excising the proximal staple line. It was matured in a brooke fashion with interrupted 3-0 vicryl sutures with the exception of the inferior portion. At the inferior portion of the trephine the mucous fistula was created by excising a corner of the staple line of the distal sigmoid colon. This was matured to the skin with interrupted 3-0 vicryl sutures. The inferior portion of the proximal sigmoid colon was then matured down to the mucous fistula as well as to the skin with interrupted 3-0 vicryl sutures. A stoma appliance was applied. He was awakened extubated and transferred to the pacu (post-anesthesia care unit) in stable condition. Counts were correct at the end of the case. Exploratory laparotomy: abdominal wall washout was needed due to staples failing indings: feculent fluid throughout the abdomen, found to have mucus fistula separated from abdominal wall with perforation just distal to the staple line. Abdomen irrigated with 10+l of fluid, colostomy irrigated with 3l saline to promote drainage of stool. After the abdominal washout an infection was develpoed. Patient is still fighting infection in hospital.